Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: too much heat generated by light source. Confirmed failure: replace main board. Replace contact esst spring. Replace contact ring. Reinstalled software. Probable root cause: light engine malfunction, main board, receptacle board, or front board malfunction, damaged or missing esst spring, incorrect/no communication with 1688, overheating, power supply malfunction, software malfunction, or hf/rf interference. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.